Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that other cds could be used to transfer images to the navigation system. The reported issue was found to be in relation to a cd being used by the site. As the suspect exam was loaded onto a universal serial bus (usb) and loaded without issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A site nurse reported that, while outside of a procedure, the exam being used would not load. The representative reported that no error messages nor the media_io window appeared. It was reported that the navigation system became unresponsive when attempting to load exams. There was no patient present when this issue was identified. No additional information was provided.